Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary a photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. After the photo visualization, it was observed that the anchor is broken into two pieces, the broken pieces are still attached to the suture. Biological matter can be observed in the broken anchor. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently the anchor breakage. As per instructions for use (IFU): axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a rotator cuff repair surgical procedure it was observed that the gryphon p br ds anchor w/oc anchor device was broken off. It was reported that all parts were removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.